Event description:
During service by baxter, the infusion pump was found to contain failure code 810:04. According to the hosp rep, no pt injury or medical intervention had been reported related to the device. No add'l info or contact was available.

Manufacturer narrative:
Eval summary: failure code 810:04 was confirmed in the event history but could not be duplicated. Failure code 810:04 is an air sensor baseline too high error and is caused by moisture or debris intruding in the pump channel. Inspection of the pump found that the air-in-line sensor connections and calibrations were within specs. The device was returned to the customer fully operational.